Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a representative on (B)(4) 2018 reporting that the cause of the extension issue was unknown and it was unknown which of the 2 extensions had the issue. Patient weight was asked but unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial#: (B)(4), product type: extension. Product ID: 3708140, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. During a revision case the existing extension would not go into either port of the new ins. The first few contacts would but then it seemed like the extension was too ¿fat¿ to fit in. The other existing extension went into either port and the rep reported that they put that on in the 8-15 port. They added a new extension that went into the 0-7 port. It was difficult but went in. They then piggybacked the existing extension to it. Impedances were taken after an initial check which showed fine and found that contact green was out of range. The difficulty inserting the extension into the header of the ins occurred on (B)(6) 2018. The rep was not with the patient as the case was finished prior to the call. No further complications were reported/are anticipated.